Manufacturer narrative:
The subject device has not been returned to any of the olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during an unspecified procedure using the subject device at the user facility, it was found that the scope communication error b30 occurred on the subject device. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to any of the olympus locations. Therefore, olympus could not investigate the subject device. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the reported information, omsc surmised that the reported phenomenon (scope communication error b30) was attributed to the following. Abnormalities in the electrical contacts of the output connector socket of the subject device (wear, corrosion, or adhesion of foreign material). Abnormalities in devices used in combination with the subject device. A failure of the electrical contacts of the video processor or the camera cable. If additional information is received, this report will be supplemented.